Event description:
It was reported that a pain stimulation implantable pulse generator (implantable neurostimulator) did not stay charged. It was also reported that the stimulator had not worked for about 2¿3 months following a major fall on the patient¿s back, and that the recharger could not connect to the implant and displayed ¿no device found.¿ there was concern that the fall may have damaged the implanted device(s). Magnetic resonance imaging (MRI) guidelines were reviewed. The caller was walked through passive recharge mode, and after a few minutes charging started with excellent quality, with both batteries at 30%. The caller was advised to continue charging and to follow up with a healthcare provider if stimulation was not helping or if the implant was not working as it had before the fall. No symptoms were reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.